Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a negative result was obtained. The patient was admitted to the hospital. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is sample integrity and user error for ignoring an abnormal reaction flag. The IFU for dimension® ctni flex® reagent cartridge contains the following information: "specimens should be free of particulate matter. To prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation." The dimension® xpandhm operator's guide contains the following information concerning abnormal reaction flags "this result cannot be reported. If the sample is fimbriated, centrifuge the sample and rerun. If the sample is not fimbriated or the error persists, call the technical assistance center." The instrument is performing within specifications. No further evaluation of the device is required.